Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/ or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per a computerized tomography (CT) scan of the abdomen and pelvis dated 16jan2018, ¿findings: lnfrarenal ivc filter with the legs appearing to extend outside the lumen of the ivc. The right-most leg appears to be contacting or embedded in the wall of the adjacent duodenum (axial image 36). There is hypoattenuating material just distal to the ivc filter extending distally along the left common iliac vein, likely representing thrombus. Impression: lnfrarenal ivc filter in place. Deep venous thrombosis extending from the distal ivc along the left common iliac vein; lnfrarenal ivc with legs extending extraluminally, one of which appears to be contacting the wall of the adjacent duodenum. It is unclear whether this represents a real finding or if it is an artifactual appearance. If prior cross-sectional imaging is available, comparison would be helpful.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the following allegations have been investigated: vena cava/organ perforation, embedded, deep vein thrombus. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via right internal jugular vein due to bilateral lower extremity deep vein thrombosis. Patient is alleging fracture, vena cava perforation and embedded in wall of adjacent duodenum. The patient further alleges continuing to throw blood clots, pain, lumps, soft feverish, swelling, sweats and physical limitations. Patient alleges that they first experienced symptoms of bodily injury in jan2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, pain, fever, lumps, swelling, sweats, anxiety, depression, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported pain, fever, lumps, swelling, sweats, anxiety, depression, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.